Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. The device remains implanted.